Event description:
It was reported that the pt has had a progressive loss of functioning channels over time, to the point where benefit is likely to have been compromised. Testing showed the device to have normal internal device function, but for the progressive loss of functioning electrodes in the active array.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.